Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a dexcom app crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).